Event description:
According to the reporter, during an laparoscopic sleeve gastrectomy, while the device was being fired at the upper third of the large stomach curvature, the device had been fired completely and the was no problem regarding the staple line, however at the end of the reload, a metal chip was released. They then able to remove it and the procedure was continue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the device. Photographic inspection noted that the I-beam was fully advanced. A spiral strand is noted to be extruding from the distal end of the reload. Functional testing could not be performed as the physical device was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being fired at the upper third of the large stomach curvature, the device had been fired completely and there was no problem regarding the staple line, however, at the end of the reload, a metal chip was released. They then able to remove it and the procedure was continued. There was no patient injury.